Event description:
Potential for injury associated with a bent caster fork on a solara3g manual wheelchair. This event could cause product instability and the potential for the chair to tip over or the user to become stranded.